Event description:
The customer reported a flame occurred at the electrode prior to use during a tonsillectomy procedure. No injuries occurred. There was no debris on the electrode when the flame occurred. A cuffed tube, flow 60/40 was in use. The surgeon bends the electrode prior to use.